Event description:
It was reported that patient experienced issues with tandem mobi app notifications, where alerts and alarms sometimes did not sound and pump sometimes showed low alert as acknowledged even though patient had not done so. No additional information was received regarding the impact to the customer¿s blood glucose level. Technical support documented issues related to notification sounds and vibrations, believed problem might be more complex, attempted to contact further support without success, and escalated case by email for additional investigation and follow-up.